Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the request for enhanced supervisor permissions for controlled medication recovery in pyxis. A technical support specialist (tss) acknowledged the operational concern regarding after-hours recovery of controlled medication storage spaces and the impact on patient care when pharmacy staff were unavailable. The tss explained that recovery capabilities for controlled substances were governed through user security roles, transaction permissions, and witness or co-sign requirements, and that available options depended on the current system configuration and facility policy. The tss informed that such requests were not managed from a single setting and were typically handled through system level configuration activities rather than standard user facing options. The tss advised that the request would require review by the appropriate team responsible for system configuration and workflow design to ensure alignment with facility policies. The tss further noted the customer¿s requirement to confirm whether a supported method existed to allow designated supervisors to perform controlled substance recoveries with proper accountability measures after an initial failed attempt. The tss recognized the operational challenges due to lack of continuous pharmacy coverage and the resulting delays in patient care. The tss stated that the request would be escalated to the appropriate internal team to confirm supportability and provide accurate guidance on available options and configuration requirements. The tss also indicated that efforts would be made to connect the customer with the appropriate resource for detailed discussion. The tss provided the bd pyxis enterprise server user guide for reference, shared guidance with the user, and the customer granted permission to close the case. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the request for enhanced supervisor permissions for controlled medication recovery in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.